Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this pacemaker became syncopal and had no pulse. Cardiopulmonary resuscitation was performed until an ambulance arrived and the patient was resuscitated with defibrillation. The pacemaker was interrogated and a ventricular tachycardia (vt) event was recorded that correlated to the time of the syncope. It is suspected that pacing into the t-wave caused the vt event to be accelerated into ventricular fibrillation (vf). Boston scientific technical services (ts) reviewed the episode and discussed that the pacing or premature ventricular contractions (pvc) may have contributed to the rhythm acceleration. This pacemaker was explanted and replaced with an implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.